Event description:
During a pt history check, they found that a field was allowed to be treated twice during one session on the date of event partially. The pt was being treated on machine a when an interlock occurred and could not be cleared. Treatment had been partially delivered at this point. Pt was closed, but left on queue as partially completed. Pt was then removed from the room and transferred to machine b for continuation of treatment. At the new machine, all fields (including those that had been treated on machine a) were available for treatment. This resulted in an over dose of radiation to the pt from the planned value. This occurred on the last fraction before spinal sheilding was to be added. Total max spinal cord dosage increased by 0.6gy. As no chord dose was expected to be received later, there is no way to compensating for the extra dose. The radiation oncologist has accepted the increased dose to the remaining volume, but will monitor the pt closely and cease treatment or alter dose if required.

Manufacturer narrative:
It is not known at this time if this issue has resulted in a serious injury to the pt. The pt will continue to be monitored by the hospital radiation oncologist to assess the effect of this mistreatment. As a result of varian's investigation into this issue, it has been determined that the user didn',t close out or save the pt record after the machine interlock occurred, before they set up the pt on the other machine. The system is working as designed. The user did not "close" the pt as recommended in the product user documentation.